Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 75 - 80% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The 12mm x 5.0mm quantum maverick balloon catheter was advanced to the lesion and initially inflated up to 11 atms in 30 seconds. During the second inflation at 15 atms in 30 seconds, the balloon ruptured. A segment of the balloon detached inside the patient and the device was removed from the patient "directly". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 75 - 80% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The 12mm x 5.0mm quantum maverick balloon catheter was advanced to the lesion and initially inflated up to 11 atms in 30 seconds. During the second inflation at 15 atms in 30 seconds, the balloon ruptured. A segment of the balloon detached inside the patient and the device was removed from the patient "directly". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick catheter was received inside a quantum maverick product pouch and shelf box. The batch number on the returned packaging matched the batch number on the device. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. There was no damage or irregularities. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).